Event description:
It was reported that the insulin pump may have over-delivered insulin during a bolus procedure due to the scroll wrap feature. The customer stated that she had experienced some low blood glucose events in the past, likely due to this feature. She declined troubleshooting for low blood glucose and was in a hurry, so she did not provide the blood glucose reading at the time of call. She did not mention any hospitalizations related or unrelated to low blood glucose. Advised the customer that she would be contacted regarding her replacement insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.